Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: cable 9735849 usb 3.0 user io kit s8 svc, serial/lot #: unknown h3) a medtronic representative went to the site to test the equipment. Testing revealed that the universal serial bus (usb) port was not working/not responding. The usb port was replaced and the system then performed as intended and passed a system checkout. The usb port was returned to medtronic for analysis. Analysis revealed that the blue key tab had been broken off and was missing from the returned usb connector. The internal contacts were also bent. Physical damage was confirmed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. H6) fdm 10, fdr 114, fdc 4307 apply to the system checkout. Fdm 10, fdr 180, fdc 4307 apply to the hardware analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported prior to a procedure that while preparing to load images in a deep brain stimulation case, the main cart had "no input detected". The mouse and keyboard were plugged in and before the usb was plugged in, the "no input" was seen. An alternate navigation system was used for the upcoming case. There was no patient involvement.